Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) were not returned to heartware for analysis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The reported event was confirmed during testing; the controller was able to run a motor fixture, however, multiple power disconnect and critical battery alarms were triggered. Analysis of the device revealed that the controller failed to meet specifications; functional testing revealed that two components on the printed circuit board (pcb) were damaged. Although a battery was still able to supply power to the controller, this malfunction interrupted the communication line between the controller and battery, triggering power disconnect and critical battery alarms. Of note, one of the damaged components was a transient voltage suppressor diode, which is designed to protect against transients and overvoltage events. The controller functioned as expected when both damaged components were replaced. The most likely cause of the reported event can be attributed to two damaged components, causing a communication interruption between the controller and batteries. The root cause of the damaged components is most likely due to an electrostatic discharge (esd). Heartware will submit a supplemental report if new information becomes available.

Manufacturer narrative:
The concomitant lvad pump remains implanted. The involved controller has been returned to the manufacturer with analysis pending. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Event description:
The vad coordinator reported that when performing a back-up controller check, the controller alarmed. The check was performed per the quick reference guide process which had been followed on previous occasions with success. Battery (B)(4) and a third battery may have been attached during the trouble shooting; however, it was reported that it is not known which of the other two batteries were used. The process of checking the controller was almost completed; however when at the point of checking the hematocrit, there was a power disconnect alarm with prompt to connect the power. Two batteries were attached securely and each battery had an ample charge; however, it kept alarming. The vad coordinator tried to disconnect the power by first attaching the alarm adaptor, but when the power sources were disconnected there was an urgent alarm which she could not stop. The power sources were then reconnected and it kept alarming with an urgent alarm. Changing the batteries did not resolve the issue. The ac power cable was attached to one power port; however, "it was still asking for another power source" even though a fully charged battery was attached. A manufacturer's rep was called and assisted with trouble shooting via telephone. The two batteries were reconnected. The power source "buttons" were not illuminated at all despite attachment of the fully charged batteries and the controller continued to alarm. Next when the ac adapter and one battery were connected to the controller neither power source lights illuminated although the ac/dc adapter light was illuminated. Log files were downloaded and another back up controller was set up. There was no effect to the patient.